Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found. Device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient underwent surgery for lumbar arthrodesis on (B)(6) 2013. Surgeon was unable to fix the screw to the rod to perform the procedure. The screw was replaced. No further information is available at this time. This is 1 of 4 reports for this event.

Manufacturer narrative:
This device used for treatment and not diagnosis. We have forwarded the complained screwdriver to the responsible product development engineer for additional evaluation. The investigation has shown that the thread on the screw head is damaged. Therefore, the nut could not be tightened as intended. A possible reason; a cross-threading of the nut. The articles were analyzed for conformance to print specification. No abnormal findings were identified. No product fault could be detected. The investigation is ongoing. Placeholder.